Manufacturer narrative:
The complete initial reporter facility name is (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. (B)(6) was reviewed for this investigation. The labeling is found to be adequate. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. Cautions: the arcticgel pads are for single patient use. The water content of the hydrogel affects the pad¿s adhesion to the skin and conductivity, and therefore, the efficiency of controlling patient temperature. Periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended. Contraindications: -while there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. -do not allow urine, antibacterial solutions or other agents to pool underneath the arcticgel pads. Urine and antibacterial agents can absorb into the pad hydrogel and cause chemical injury and loss of pad adhesion. Replace pads immediately if these fluids come into contact with the hydrogel. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hydrogel peeled away from the insulative layer of the arctic gel pad within a day of application. Doing skin check and the hydrogel stuck to the skin and separated. Per follow up information received via mail on 21apr2025, patient admitted on (B)(6) 2025 from ER. Artic sun pad applied and nurse wanted to repositioned pad. When the nurse attempted to remove the gel pad to reposition, the gel portion of the pad stuck to the patient, while the pad portion (blue portion) pulled away from the gel. Patient was not wet. The pad was saved and while the representative was present teaching a class on the artic sun, they were alerted to the issue and took the pad with them from the storage room of ccu. Other than this issue, they have not had any issues with the artic sun pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hydrogel peeled away from the insulative layer of the arctic gel pad within a day of application. Doing skin check and the hydrogel stuck to the skin and separated.